Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the third clip firing, the clip applier jammed shut and would not open. Another device was opened and clips deployed on either side of the clip applier and the original device was then cut out. Patient in stable condition following the procedure.

Manufacturer narrative:
Date sent: 10/14/2009. Information anticipated, but unavailable at this time.